Manufacturer narrative:
Add'l info has been requested and if received, will be provided on a supplemental report.

Event description:
It was reported that the surgeon insert the set screw by using set screw driver, and he confirmed the lag screw not to rotate. However, he found that the lag screw was rotate completely, and he removed the set screw and change to the other new set screw and the procedure was completed with no problem.